Event description:
It was reported that the clinical info center (cic) would not power up, resulting in a loss of monitoring on two pts for three hours. The cic was reportedly plugged into an uninterrupted power supply (ups) that had a faulty battery. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.